Event description:
It was reported to boston scientific corporation on december 12, 2008, that an autotome rx sphincterotome was used during a cper procedure performed three months prior. According to the complainant, a contrast leak occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.